Event description:
(B)(4). Event occurred in the united states. It was reported that when the patient woke up, he noticed that his infusion set's tubing had disconnected at the site while sleeping. The site location was his abdomen and thigh and the pump was located 3 inches away from the site. The infusion had been used for one night and they were stored in the home. They were unsure of any stress or pull on the tubing and was the pump was not dropped with the set connected to his body. No further information available.